Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product. Later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Additional observations: crease flat is observed, wear abrasion is observed.

Event description:
Healthcare professional reported, right side exchange, due to patient's concern with the product and rupture. Device has been explanted.